Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was not transmitting the image to the screen. The event occurred during inspection, prior to patient in room for an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on camera unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was not displayed due to the damage on camera unit and a twisted cable unit. Olympus will continue to monitor field performance for this device.